Event description:
Inappropriate sensing of atrial and ventricular signals from this lead were seen during an in-office visit as well as inability to obtain ventricular pacing capture. Sensing amplitude values and pacing threshold had an abrupt change beginning 19-jan-2024. After this date, the patient had out-of-range low values for sensing amplitude of less than 2 mv and no successful capture threshold measured with vcc enabled. Based on data and recordings from the hmsc, the patient is suspected to have a lead dislodgement. Physician will be ordering a chest x-ray for confirmation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.